Manufacturer narrative:
(B)(4). The rt206 adult breathing circuit is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt206 adult breathing circuit was returned to fisher & paykel healthcare in new zealand for evaluation. The electrical resistance of the inspiratory heater wire was tested using a calibrated multimeter. Results: electrical resistance testing showed that the inspiratory limb heater wire was open circuit. Continuity testing showed that the open circuit in the inspiratory limb heater wire was located in the connection between the heater wire and the left heater wire pin inside the overmoulded plug. A lot check revealed no other complaints of this nature for lot number 140324. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests that the open circuit must have developed after it was released for distribution. The user instructions that accompany the rt206 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that the rt206 adult breathing circuit did not heat. This was observed prior to patient use.